Event description:
It was reported that the device was not pacing. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Review of field session record did not find any device related anomaly that could contribute to the field event. Electrical and mechanical analysis performed, indicated normal device functionality. Visual examination shows normal characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed device history report (DHR) review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.